Manufacturer narrative:
(B)(4): it was reported that following mesh implantation the patient experienced pain, infection, urinary problems, and vaginal scarring. It was reported that the patient underwent excisions of eroded mesh and debridement on (B)(6) 2011 and (B)(6) 2012 due to erosion causing bilateral urethral obstruction and erosion into urethra. No additional information was provided. (B)(4).

Event description:
It was reported that the patient underwent a surgical procedure to treat sui on (B)(6) 2004 and mesh was implanted into the patient. The patient experienced pain, mesh erosion, infection, bleeding, vaginal scarring/shrinkage and exposure/extrusion/protrusion, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced mixed urinary incontinence.

Event description:
It was reported that following insertion the patient experienced mixed urinary incontinence.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.